Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the mandible plate broke postoperatively. The additional surgical intervention is needed to remove the plate.

Event description:
It was reported that the mandible plate broke postoperatively. The additional surgical intervention is needed to remove the plate.